Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included psoriasis and blood pressure high. Essure confirmation test- unknown. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), anxiety ("psych injury/ psychological or psychiatric problems: mental anguish"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraine/headaches"), nausea ("nausea"), depression ("depression") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation-(B)(6) 2015 and hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, anxiety, bladder disorder and urinary tract disorder had resolved and the vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue, migraine, nausea, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion date in current fu- (B)(6) 2007(discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: reporters and patient demographics were added. Added events abnormal bleeding (vaginal), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue; migraine/headaches, nausea, vaginal discharge, weight gain, depression. Updated event psych injury/ psychological or psychiatric problems: mental anguish (psych injury), surgery was added to menorrhagia. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test- unknown. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, psychological trauma, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, bladder disorder, menorrhagia, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: insertion date- (B)(6) 2007(discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Events abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, bladder disorder and urinary problems added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.